Event description:
It was reported by the rep the device was used during an interstitial laser coagulation. It was reported the "surgeon first fiber rec'd black body." The second fiber resulted in diffuser fault. The third fiber was ok. It was used and finished the case. There was no consequence to the pt. 10/15/98 - during the failure investigation of the original event description, the heat shrink tubing of the device was observed to be damaged and as such is considered a malfunction.